Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it reached elective replacement indicator (eri) in november. A request was made to have data from this device analyzed, but data was not available. Boston scientific technical services (ts) indicated that they require device data to give a replacement interval and requested for data to be sent. The device data was sent at a later date and the device battery was confirmed to be depleting prematurely. Device replacement was recommended. The device remains in service and there is a device replacement procedure scheduled at this time. The patient is continued to be monitored. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it reached elective replacement indicator (eri) in november. A request was made to have data from this device analyzed, but data was not available. Boston scientific technical services (ts) indicated that they require device data to give a replacement interval and requested for data to be sent. The device data was sent at a later date and the device battery was confirmed to be depleting prematurely. Device replacement was recommended. The device has been explanted and replaced. No adverse patient effects were reported.